Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: tachycardia. In order to make a cause determination, the clinical would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: this pump passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient had some short runs of ventricular tachycardia and the team repositioned the pump. Later the pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.